Event description:
The customer reported that the device jaws could not be re-opened while applied to tissue. Additional questions have been asked to the customer regarding the incident and device. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.